Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the pre planned cardiac procedure was not aborted. The procedure was successfully completed without complication after the system was restarted. Section 4.2 of the azurion instructions for use (IFU) states: ¿if control of the system starts to deviate from its expected behavior, you should restart the system.¿ a philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The control module was found to exhibit intermittent operation. Although analysis of the system log files did not reveal any warnings or error messages related to the control module, the possibility of a mechanical fault could not be excluded, as such issues may not always be detectable through log analysis. The fse replaced the control module, and the system was subsequently returned to clinical use in good working condition.

Event description:
It was reported to philips that during a pediatric procedure the system¿s geometry was unavailable, and the procedure was aborted. There was no allegation of patient harm. An investigation into this complaint has been initiated by philips.